Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a catheter issue. It was noted there was an inflammatory mass at the tip of the catheter. It was reported that the actions not taken yet but planned included a referral to a spine (hcp) to resolve. It was noted that the catheter remains in service at the time of report. It was noted that the catheter had a granuloma and was confirmed by an MRI. It was reported that the patient¿s pump was used to infuse baclofen. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s symptoms included pain at an unknown location. It was later reported that the MRI was done on 2014-(B)(6). It was noted that no further troubleshooting was performed. It was reported that a catheter replacement ¿is in the works¿.